Event description:
It was reported that the patient was syncopal prior to receiving appropriate therapy due to prolonged capacitor charge time. The device was explanted.

Event description:
New information notes that the patients condition was good after the event.

Manufacturer narrative:
The reported field event of extended charge time could not be confirmed in the laboratory. The device was tested on the bench and using automated test equipment; no anomaly was observed. Device capacitor maintenance was initiated through the programmer and no anomaly was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.